Event description:
The following info was received as notification of an insurance claim: "when they moved the pt from the hospital bed to the mobil transporter, the mobil transporter collapsed approx. One foot. When the gurney collapsed, it somehow struck and injured" an attendant.